Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed. See scanned page.

Event description:
It was reported that a spectrum infusion pump had an under infusion during therapy. The pump was programmed to infuse 67cc of potassium over 2 hours, but when the nurse returned in 2 hours the bag still had 45cc. It was also reported that there was no pt injury.